Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 400 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 356 mg/dl. Customer blood glucose reading at the time of the incident was 387 mg/dl. Customer high blood glucose reading started on (B)(6) 2017. Customer did not mention any symptom. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer treated their insulin pump. Customer drive support was normal. Customer did not mention if there was air bubbles or leaks. Customer stated the cannula was not bent. Customer stated the cannula was last changed on september 04, 2017. Customer declined to check for setting. Customer did not perform high pressure test. Insulin pump will not be returning for analysis.